Event description:
The primary tubing that chemotherapy was running through was leaking. The day shift nurse mentioned cleaning up some liquid off the floor but couldn't figure out where it came from. She said she traced the lines and didn't notice anything wrong with the tubing. However, the leak was coming from the part of the tubing that sits inside the chamber. Only a small amount was cleaned up off the floor. Chemo nurse practitioner (np) was notified and said the chemo didn't need to be re-dosed. The line was flushed with normal saline, and new tubing was set up to finish the chemotherapy treatment.